Event description:
It was reported that during the implant attempt, the physician bent the stylet and inserted it into the lead. This was repeated several times. It was very difficult to insert the stylet into the lead. The lead was ultimately placed but after the helix was extended, it was not possible to remove the stylet. The physician pulled very hard to remove the stylet and the pin plug of the lead broke. It was not possible at that time to retract the helix; subsequently, the lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.